Manufacturer narrative:
Report also stated another event the next day. However, no further details were provided, beyond same pt and lot. Results evaluations codes (other): we are anticipating the receipt of the samples involved in this report. Upon receipt of the samples, and the completed investigation, a follow-up report will be submitted.